Event description:
It was reported the pump was scheduled to be replaced on (B)(6) 2012 but surgery was cancelled by the surgeon due to an active infection. There was an infection in the lower abdomen/hip area. Perioperative antibiotics were administered. Date of onset/diagnosis of infection was noted that it was determined the patient had intermittent cellulitis for a year. The signs and symptoms of infection were redness, swelling and drainage. The primary location of infection was indicated as unknown, right thigh. Treatment instituted for infection was oral antibiotics; clindamycin and flagyl. The patient outcome was ongoing. Telemetry showed the end of service would be (B)(6). The patient would be managed orally. The pump was delivering morphine (unknown) and bupivacaine.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).